Event description:
The user received analyzer alarms and questionable potassium results for two patient samples. Patient sample 1 initial result was 3.3 mmol/l with a data flag, repeat result was 4.1 mmol/l. Patient sample 2 initial result was 2.9 mmol/l with a data flag, repeat result was 3.8 mmol/l. The initial results were reported outside the laboratory. The repeat results were sent out as corrected and communicated to the physician. The user stated the patients were not harmed. The lot number of the potassium electrode was not provided. The field service representative determined there was an air leak from the connector of the liquid short sensor. He performed corrective maintenance and tightened the connector. To verify the analyzer operation, he ran calibration, quality control and precision for the ise assays which passed.